Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer's blood glucose was 337 mg/dl at the time of incident. The customer's blood glucose was 405 mg/dl at the time of call. The customer stated that he has not yet treated the high blood glucose at the time of call. The customer stated that the unexplained blood glucose started after a reservoir change. The customer stated that his blood glucose was 401 mg/dl, 391 mg/dl, and 266 mg/dl prior to the call. The customer performed troubleshooting and did not found any issues on the insulin pump. The customer was assisted in performing high pressure test and the insulin pump did receive a no delivery alarm. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.